Manufacturer narrative:
(B)(4).  Physio-control has performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button was pressed.  The customer further advised that the device's batteries were at 2 bars when the reported issue occurred and that the condition could be consistently duplicated as long as the installed batteries were at 2 bars (or lower).  If fully charged batteries were installed, then the reported issue could not longer be duplicated. The customer also confirmed that the end user had to press the power button in order to restore power each time that the reported issue occurred.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue intermittently. Physio observed that the device would cycle power by itself when exposed to cold temperatures (0c). Physio then replaced the power pcb assembly, battery pins and battery power cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear.  Corrosion at this location can cause high resistance to measure across the j11 connector contacts. This issue can then lead to an excessive voltage drop during defibrillator charging which can then cause the device to lose power unexpectedly; however, no power related discrepancies were observed during testing. Physio also examined the removed battery power cable assembly and observed that the sockets on cable-mounted plug connector, designator p11 (which plugs directly into pcb-mounted jack connector designator j11) showed transfer of plating from the mating contact. Physio also examined the removed battery pins and observed a loss of plating and pitting due to wear. Worn, loose or damaged battery pins can lead to an unexpected loss of power; however, no power related discrepancies were observed during testing. The cause of the reported issue could not be conclusively determined.